Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Additional PMA/ 510(k) number - k013227. Last name unknown / not provided.

Event description:
It was reported that the crest of the implant fractured. The implant was removed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One impl tapered scr-v ha 6mm 5.7mm 11.5mm (tsv6h11) was returned for investigation. Visual inspection of the as returned product identified fractured implant on the collar, dried blood and bone around the implant and damaged threads from trephine removal. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The reported device was located on tooth # 19 and was used for 2 years 2 months. The customer did not provide any pictures or x-rays. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the distal crest of implant fractured. The reported device was returned and the reported complaint is confirmed as a fracture was identified on the reported device during visual inspection. A definitive root cause for this complaint could not be determined.